Manufacturer narrative:
Revision occurred after 9 weeks due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 9 weeks after the primary surgery which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. 36 mm + 9 standard humeral cup explanted. This part was replaced with an identical part and a 9 mm spacer.